Event description:
It was reported that the user requested assistance with a full supply change while using a teflon infusion set and was deploying the inserter incorrectly, pulling the wrong side to cock the device and expending multiple sets before insulin delivery was resumed; the issue is categorized as an improper or incorrect procedure involving the infusion set component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions specific to the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.